Event description:
It was reported that this pacemaker exhibited oversensing. Leading to inappropriate atrial tachy response (atr) episodes. No symptoms were reported. Reprogramming efforts were performed. Currently, this product remains in service and no additional adverse patient effects were reported.